Manufacturer narrative:
Pump (B)(4) was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via log file analysis which revealed an increase in power consumption and multiple high watt alarms. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to scratches on the inferior surface of the impeller and lower housing ceramic surface. Pathological examination revealed a material consistent with thrombus. The device was related to the reported event; however, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Although with review of the available information no definitive contributing factors are identified, it is possible that patient/clinical factors may have impacted this event. As outlined in the labeling, all vad patients may be at risk for thrombotic events. There is no indication of any device manufacturing or performance issues related to the event. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complications associated with all patients implanted with vads as outined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
This patient was admitted with high watt alarms with watts trending upward beginning five days prior to admission. On admission the rpm was 2560 with a flow of 9.0->10 and power 5.8-6.0. His normal flows ranged from 3.5-6.5l and normal power 3.0-4.0 watts). He had been trekking and camping without limitations the past weekend and denied any symptoms on admission. Ldh was 1169; inr was 3.8. No thrombus was visualized with bedside echocardiogram. Three days later the pump was exchanged via thoracotomy approach which the patient tolerated well.

Manufacturer narrative:
It was indicated that the pump would be returned to the manufacturer for analysis; however it has not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.